Event description:
It was reported that there was a defective foley catheter. Tubing appears to be glued shut and unable to drain the urine. Drainage bag replaced with new bag, 100cc urine immediately drained from patient. Defective bag marked and given to charge rn.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. Correction: d, e, g. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a defective foley catheter. Tubing appears to be glued shut and unable to drain the urine. Drainage bag replaced with new bag, 100cc urine immediately drained from patient. Defective bag marked and given to charge rn.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.